Event description:
My mom, (B)(6) was a patient at (B)(6) beginning (B)(6) 2020 when recalled products were implanted. Here's the product info: https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfres/res.cfm?ID=178674. The following products are on the recall list and were implanted: model number:45-780308 model number:45-780204 model number:45-780202. Various implants after a motor vehicle accident. Please inquire for list of other implants, explants and those lot numbers. Reference reports: mw5119048, mw5119049.